Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Alarm has happened once. Customer were able to resume pumping with the iab fill key. Esp personnel explained the alarm, potential reasons and troubleshooting techniques if it continues. There is no blood or visible kink in the helium tubing.